Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that during revision the competitor right ventricular (rv) lead could not be removed from this pacemaker. The physician suspected the rv lead setscrew did not release as expected and possibly became stuck. As the rv lead was damaged in attempting to remove it from the device a new lead was also implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted minimal evidence of silicon to silicon bonding, however, past data has indicted that devices with this length of implant time and is-1 compatible leads can have difficulty removing leads from the header due to silicone to silicone bonding. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. The reported clinical observation of lead removal difficulty was confirmed.